Event description:
Customer was having difficulties hearing the beeps. The pump would beep during test, however, when customer entered alert type to select beep the pump would not beep when activating on beep. Customer also says they get reminder alerts and the pump never beeps for those.